Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart xl+ displayed a power mcu cpld memory error message. There was no reported involvement and/or patient impact.